Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose at time of incident was unknown. Customer stated that lcd is broken and bit spot of ink on display window.

Manufacturer narrative:
The pump had a blank solid white lcd with black lines due to a cracked lcd glass. No bleeding lcd glass was noted. Unable to verify the missing segments due to the lcd damage. The pump also had a scratched case.